Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The complaint was able to be confirmed. Although the definitive root cause could not be determined based on the given information, it is likely that the age of the device as well as excessive force contributed to the complaint condition. The t15 stardrive screwdriver is a common trauma instrument noted in thirty-five (35) system technique guides including: modular clavicle plate, pediatric lcp plate and small fragment. The returned t15 stardrive was examined and the complaint condition was able to be confirmed as the retuned driver was received with a broken handle. The handle broke where the cannulation for the shaft began. The screwdriver was in otherwise good condition. No definitive root cause was able to be determined however the complaint condition is typically associated wear/tear and degradation of the handle material (phenolic le) as the result of repeated sterilization cycles. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no reported patient involvement. Event date: unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be completed. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 11, 2002. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via the service and repair department that a facility identified the following issues with seven (7) synthes parts: the measuring needles broke off from the main body of two (2) pair of depth gauges; the tip of a cannulated 4.0mm hexagonal screwdriver was stripped; the wooden handle of a stardrive screwdriver t15 broke; the notch on the end of an open end wrench broke; and two (2) combination t-wrenches were either over-torqued or stripped. There was no reported patient or surgical involvement with any of the identified issues. All of the reported device issues were assessed for reportability. Only the four (4) broken devices were deemed reportable. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: the mentioned open end wrench should have been reported as a guide shaft.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.